Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. According to the patient, on (b)(6) 2026, the patient felt something under the skin and went to the hospital. The doctor examined the arm where the sensor had been inserted but did not find anything. The doctor then decided to make an incision at the site to investigate further. No wire was found. No medications were administered, including oral medications or topical creams. Anesthesia was not used. Patient was discharged on the same day he was taken to the hospital. At the time of the report, the patient was doing well, feeling normal, and experiencing no symptoms or pain. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).